Event description:
A nurse reported that the system completely lost the phaco power during two surgeries. The staff changed the handpieces and the cassettes for both procedures. The surgeries were successfully completed. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).